Event description:
Patient was scheduled for an ep study with cryoablation to treat atrial fibrillation. The procedure started and while we were connecting the cryoablation cable from the catheter to the machine, the machine was not reading the cable. We then proceeded to switch the electrical cable and the cable box itself and finally it worked. The medtronic cryoablation technician was notified. Biomed and the chain of command was notified. There was no harm to the patient.